Manufacturer narrative:
The investigation for the reported issue has been completed. The device was returned for investigation. Device analysis confirmed on visual inspection the broken purge retainer. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella cp support for an unspecified indication. Damage to the automated impella controller (aic) console was discovered prior to therapy, which was resolved by switching to another controller. The patient ultimately expired as care was withdrawn, but there was no allegation against the aic or impella related to the patient¿s death. There is not enough information to exclude the impella device as an associated factor in the patient's demise.